Manufacturer narrative:
The customer returned a sample backflush soft tip device that was received wrapped in paper inside of a carton box. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer¿s complaint was confirmed as the soft tip was detached. The complaint history was reviewed. It showed comparable complaints with the same disrupted or detached soft tip. The soft tip has to be inserted axially aligned with the valve trocar and then moved slightly back before it is completely inserted into the trocar cannula. Otherwise, kinking of the soft tip may occur, provoking a potential shearing-off of the soft tip. A malfunction of the device could not be determined. The most probable root cause is the insertion technique of the backflush soft tip into the valved trocar cannula. A graphical description on how to properly insert the soft tip through the valved trocar cannula was implemented in the dfu in july, 2015. As the current dfu contains the graphical description on how to insert properly the soft tip device, no further actions are necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. A 100% final inspection is performed for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that an ophthalmic backflush device could not be pulled out of the patient's eye through the trocar. The trocar was subsequently pulled out of the eye along with the backflush device during surgery. Patient impact information is unknown. Additional information has been requested. Additional information received has clarified that a new trocar was inserted in order to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
(B)(4).